Event description:
The patient reported that the therapy was turning off by itself. The patient said that the device works when they were laying down but not when they are standing up. It was noted that when standing up they can switch the device to be on and it would last for 20-30 seconds then it shuts off and would turn back on when they laid down. They stated that they had not had any falls, trauma or changes in activity. The patient was to follow-up with their health care professional (hcp), it was recommended that they follow-up to have the device checked and possibly reprogrammed. The manufacturer was unable to troubleshoot due to lack of access to product, the patient did not have their programmer available at the time of the report. The patient did not know if they had adaptive stim turned on. The patient stated that this had been going on for a good six months. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.